Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and there were difficulties gaining femoral access and foramen oval access. During the afib ablation procedure using the vizigo sheath, the physician had difficulties to pass the femoral access as the distal part of the vizigo (opened lumen) was ¿replicated¿ on itself. The physician then used it for the transeptal puncture but it was not possible to pass the patent foramen oval. The vizigo was replaced to a new one to solve the problem. There was no patient consequence.

Manufacturer narrative:
Additional information was received on 6-mar-2026. There was deformation as the distal opening of the sheath was folded back on itself, thereby widening the outer diameter of the sheath. A picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, manufacture date 13-oct-2025 was obtained, therefore, h4. Device manufacture date was updated. H6. Medical device problem code a040608 no longer applies. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and there were difficulties gaining femoral access and foramen oval access as the distal part of the vizigo (opened lumen) was ¿replicated¿ on itself. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, it was observed the tip bumped; the resistance felt by the customer could be related to skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be considered that a small incision can be a contributing factor to this event. A device history record was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).